Event description:
On (B)(6) 2013 it was reported that the physician¿s programming system is not working. The physician reported that it has never worked and that they have had to use another programming system routinely. The manufacturer¿s consultant stated that he performed troubleshooting for the communication error and the handheld works fine. No further details were provided regarding the type of communication error; however it was stated that no patients were affected as they used another handheld. The physician requested a new handheld. The programming system has not been returned to the manufacturer for product analysis to date.

Event description:
On (B)(6) 2013 the physician also requested a new wand to be sent to him. The programming system has still not been received by the manufacturer for product analysis to date.

Event description:
The handheld device, software flashcard, and wand were returned on (B)(4) 2013 for analysis. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld, and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the wand showed that no visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications.